Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one guidewire partially loaded in a guidewire hoop was returned for evaluation. Gross visual, microscopic and dimensional evaluations were performed. The investigation is confirmed for the reported stretched issue and the identified deformation due to compressive stress and fracture issues, as the distal end of the outer coil of the guidewire was observed to be uncoiled just distal to the distal end of the guidewire hoop and bent was noted to guidewire proximal to the guidewire hoop. A brittle like fracture was noted on the distal end of the flat inner core wire. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The dimensions are slightly out of tolerance in the affected portion that may be due to unravelling noted at multiple places in the wire. The dimensions are not out of tolerance for the unaffected portion of the wire. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2022), h11: h6 (method, result and conclusion), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port placement, the wire allegedly unraveled while insertion. Therefore, the needle and wire was pulled out as one unit. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2022).

Event description:
It was reported that during a port placement, the wire allegedly unraveled while insertion. Therefore, the needle and wire was pulled out as one unit. The procedure was completed using another device. There was no reported patient injury.